Event description:
Paramedics attended to a person complaining of shortness of breath. Upon arrival, the pt was described as conscious, alert, agitated and in respiratory distress. The pt's ECG rhythm was diagnosed as tachycardic. After being moved to the ambulance, nibp and spo2 measurements were taken and the pt's rhythm was diagnosed as atrial fibrillation with rvr. The pt began to go into cardiac arrest and disposable defibrillation electrodes were connected. The device subsequently displayed a connect cable warning message even though the therapy cable appeared to be connected. A backup device and therapy cable were immediately available and used with the same defibrillation electrodes with no other problems reported. The pt was diagnosed in a pea rhythm and it was determined that defibrillation therapy was not needed. Appropriate treatment was administered to the pt and the pt was delivered to the hosp with a perfusing rhythm. There were no adverse affects to the pt reported as a result of device use.